Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: patient's magnesium infusion pump beeping for air bubble alarm. Rn tried unloading and re-loading the pump x5, priming 3ml through pump x3, switching to two different pumps, and ultimately had to try different tubing, which wasted ml of magnesium this patient needed. Even after changing tubing and trying a new pump once again, air bubble alarm noted. B. Braun manager of clinical success reported that the events were reported during an onsite visit on 25may2023 and that no serial numbers were noted during the visit. She added that many times, the nurses report there are no visible air bubbles. If they are present, it is a tiny microbubble that should not be large enough to trigger the air bubble alarm.